Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
On 10/16/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 07/12/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Between 03:17:34 and 03:23:00 on (B)(6) 2018 the patient degraded from a sinus rhythm at 70 bpm to asystole and then to vf. The patient was in vf for 40 seconds before self-converting to an accelerated idioventricular rhythm (50-80 bpm). Varying amplitude of the vf signal and motion artifact prevented the lifevest from treating the arrhythmia. The patient then degraded to severe bradycardia at 10 bpm and the device was deactivated at 03:23:05 on (B)(6) 2018.